Event description:
At the end of a laparoscopic procedure, obt obstetrics technician disconnected the lens from the light cord and laid on the drape while still connected to the light source. Dr noticed immediately and picked up. Small burn was on the drape, but not on the towel underneath. No injury to patient, but fire safety rules were reviewed with staff.======================health professional's impression.======================staff should not attempt to lay down light cord while still attached to power source. Staff reviewed proper fire safety protocol.